Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proximal left anterior descending (lad) artery. A 5x8mm nc trek balloon dilatation catheter (bdc) was advanced for post dilatation of an unspecified stent. The bdc was inflated one time to 16 atmospheres (atm) inside of the anatomy, however the balloon could not be deflated and was removed from the anatomy fully inflated. Outside of the anatomy, the contrast was removed from the device and replaced with saline however the balloon would still not deflate. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate. There is no indication of a product quality issue with respect to manufacture, design, or labeling.